Manufacturer narrative:
Concomitant medical product: 4087, lead, implanted (B)(6) 2005.

Event description:
It was reported that during an implant procedure, a competitor guidewire became stuck in the left ventricular lead. The guidewire was able to be partially retracted, and then the physician elected to trim the wire and leave it in the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.